Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post-implant. It was further reported that the implantable pulse generator (ipg) migrated. The ra lead remains in use. Prolonged hospitalization occurred. The ipg and ra lead were revised. No patient complications have been reported as a result of this event.